Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that brief sensor issue was reported. The sensor was inserted on (B)(6)2024. It was reported that on (B)(6) 2024, the patient experienced a sensor error which occurred 9 days after sensor insertion (location not specified). On (B)(6) 2024, the patient¿s cgm was providing a ¿brief sensor error¿, and the patient¿s insulin pump (brand not specified) was showing that she had 8 units of insulin on board. The patient began feeling anxious, tachycardic, confused, and was shaking. The patient did not use a blood glucose (bg) meter as a back-up at this time. The patient¿s spouse gave her some juice as treatment and then took her to the emergency room (ER) for evaluation. While waiting at the ER, the patient¿s spouse continued giving the patient juice until she felt better. At this point, the patient left the ER as they had never registered and returned home. The patient was in good condition at the time of report. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. However sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.